Event description:
A ventilator was returned to the MFR alleging an unusual noise. The unit was not in pt use.

Manufacturer narrative:
During the evaluation at the manufacturer's service center a failure of a pre-test step was observed. The device's system board was replaced to address the issue.